Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone17.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to 300 mg/dl while the pod was worn for less than one hour. The patient's father reported the cannula was not in the correct angle when inserted into the infusion site. Upon removal of the pod, the cannula appeared a bit shorter. As treatment, a new pod was applied.